Event description:
Events of "leakage," "lymphoplasmacytic lymphoma", "low-grade fevers", and "enlarged lymph node" reported for one pt from journal article "reported events of first report of nodal marginal zone b cell lymphoma associated with breast implants," published in plastic and reconstructive surgery march 2012, vol 129, number 3; pg 576e-578e. Side was not specified for these events. This medwatch is for the right side. See MFR report #9617229-2015-00247 for the left side.

Manufacturer narrative:
Lymphadenopathy has also been reported in some women with implants.